Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510 (k) # is k093745.

Event description:
The patient contacted lfs (B)(4) alleging inaccurate readings of 140 mg/dl and a 101 mg/dl. Readings were done less than 20 minutes from one another. The patient denied exhibiting any symptoms or seeking any medical attention due to the alleged issue. The test strips were not expired and was in good conditions. The test strip vial was not cracked or broken. Product was replaced. The complaint is being reported since the back to back readings are greater than 12 mg/dl or 15%.

Manufacturer narrative:
(B)(4). Device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.